Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard denali filter was deployed in an infrarenal location at the t12-l1 level in a patient with deep vein thrombosis. Approximately, one year ten months of post deployment, a computerized tomography-abdomen without contrast was performed which showed that relation of the caval filter to the inferior vena cava wall was grade 1 consistent with tenting. Posterior tilt was measuring 6.58 degrees and apex of the caval filter was above the level of the renal veins. Therefore, the investigation is confirmed for the filter migration. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3 h11: h6(result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one years and ten months post filter deployment, a computed tomography (CT) scan revealed that the filter migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one years and ten months post filter deployment, a computed tomography (CT) scan revealed that the filter migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.